Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. Complaint was verified on review of the event history log. The complaint was unable to be replicated with functional and diagnostic testing. The cause of the issue was unable to be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displayed the following error messages: system advisory: not responding, travel reverse erro: check clutch/plunger lever, system advisory: battery communication time out. No additional information was provided. Patient involvement is unknown.